Event description:
It was reported by the customer that a pyxis medstation system had a broken drawer.the customer confirmed that there was a delay in dispensing the medication to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a broken drawer. The field service engineer replaced retractor band on auxiliary hh 2.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.